Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The device was deactivated and there are no plans to explant the lead or replace the device. The patient does not want a replacement even though the indication is secondary prevention. Should additional information be received, this file will be updated.